Event description:
Malfunction of a penile prosthesis that has never functioned properly. Examination of both cylinders showed that they were intact. There was no leakage or breach of the outer silicone layer. With all of the fluid directed toward the reservoir, the reservoir tubing was cut and a 16-gauge angiocath was placed into the reservoir tubing. Aspiration yielded only about 9 cc of fluid indicating that the reservoir had probably not been filled at the time of the initial operation. The amount of fluid 8 cc was probably 3 to 4 cc from the pump and 3 to 4 cc of residual saline in the cylinders leftover from preparation.